Event description:
A falsely elevated troponin result of 6.91 ug/l was obtained. A second sample was tested and gave a troponin result of 0.0 ug/l that did not concur with other cardiac enzyme test result (myoglobin). The initial sample was retested and the troponin result was 0.0 ug/l. Patient treatment was not prescribed or altered. There were not reports of adverse health consequences as a result of the falsely elevated troponin result. Instrument operator indicated that the original sample tube was not centrifuged as recommended. A dade behring field service representative visited and also found and corrected instrument operator maintenance issues. No device failure was identified.